Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 575 mg/dl in the morning and a bolus via the pump was delivered to address the high bg. The cause of the high bg was not known. As the bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.